Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. On an unknown date, the patient withdrew pd therapy. It was reported by the treating physician that the patient's death was due to withdrawal of therapy, at the patient¿s request. It was not reported if an autopsy was performed. A death certificate is not available. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.